Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
Device returned due to patient death. The device was received in backup mode. The device was received with battery at end of service level. The device was tested on the bench and using automated testing equipment, and no anomalies were found.